Event description:
A malfunction alarm was reported, identified as malf 9. There was no adverse impact to the customer's blood glucose level. The customer was given information on how to reset the pump and was assisted with the process by technical support. The malfunction code did not recur after resetting, and the customer was advised they could continue using the pump but should call back if any issues reoccurred.